Manufacturer narrative:
The device was not returned for evaluation. No conclusions could be drawn. Upon receipt of product, investigation will be performed and follow up will be submitted.

Event description:
Over infusion set at 10 got 10.9. No patient injury associated with this allegation.